Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was not returned for analysis. However, performance data of the lead collected from the device memory was received and analyzed. Analysis of the device memory indicated the impedance on the atrial pacing lead was beyond the expected upper range. Atrial pacing impedance trend shows impedance increased 1500 ohms in (B)(6) 2014 up to 3000 ohms by (B)(6) 2014. Atrial lead polarity switch occurred on (B)(6) 2015. Concomitant medical devices: 5076-52 lead, implanted: (B)(6) 2012. (B)(4).

Event description:
It was reported that the right atrial (ra) lead has high impedance and is suspect of a possible fracture. The lead was found to have rising impedance and several mode switches. The lead was removed and a new lead was implanted. No patient complications have been reported as a result of this event.